Manufacturer narrative:
Product ID 7495-66, serial# (B)(4), implanted: (B)(6) 2000, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2000, product type programmer, patient; product ID 3887-33, lot# l71020, implanted: (B)(6) 2000, product type lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking sensation in their neck and shoulders when their implantable neurostimulator (ins) was on. Program settings were #0+, 1-, and 2+. Impedance measurements showed electrode #4-7 were >4000 ohms while electrodes #0-3 were between 450 and 690 ohms. The patient was configured for dual stimulation but it noted that the patient only had one ins and one lead. The patient was reprogrammed to remove the dual stimulation and removed the 2 lead programming. The electrode configuration was changed to #3- and 2+. It was reported that the shocking the patient felt was gone and they felt the stimulation down their arm and some stimulation in their hand. The company representative was going to fine tune the programming for the patient. The device settings were noted to be 4.7 volts, 270 pw at a rate of 70 with a group impedance of 551 ohms. If additional information is received, a follow up report will be sent.